Manufacturer narrative:
Siemens filed the initial MDR 2517506-2020-00058 on 17feb2020. Additional information/correction (20feb2020): section b6 and b7 were updated to include corrected information. The customer contacted the siemens customer care center (ccc) and siemens reviewed the data provided. The remote service center (rsc) did not observe any more discordant results and did not want further assistance. Contributing factors such as sample integrity and preanalytical variables cannot be ruled out. There are several factors that can cause elevated results during specimen collection. System was fully functional upon contact with ccc. The instrument is performing according to specifications. No further evaluation of this device is required. MDR 2517506-2020-00055_s1 was submitted in conjunction to this report.

Manufacturer narrative:
Siemens is investigating the issue. MDR 2517506-2020-00055 was submitted in conjunction to this report.

Event description:
A discordant sodium and potassium patient result was obtained on a dimension xpand with hm instrument. The initial results were not reported to the physician(s). The samples were redrawn and repeated on the same instrument. The redrawn samples were repeated again on an alternate dimension rxl with hm instrument after servicing. For the sodium result, the repeated test result on the alternate instrument was reported, as the correct result, to the physician(s). For the potassium result, the redrawn sample was repeated again on a non-siemens instrument. The repeated test result on the non-siemens instrument was reported, as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant results.